Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens hd. Postoperatively, the pt presented with iritis, anterior chamber cell and flare, and conjunctivitis. The pt is being treated with topical steroids. The source of the inflammation is unk at this time. Additional info has been requested.